Manufacturer narrative:
External insulation abrasion was noted at 39.3-39.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion as noted at 7.7-8.0cm, 28.3-28.5cm, and 30.1-30.8cm from the distal tip. Internal insulation abrasion was noted under the rv shock coil at 5.6-5.8cm and 6.4-6.9cm from the distal tip. Internal insulation abrasion as noted under the svc shock coil breaching various lumen at 18.8-19.4cm, 22.2-22.3cm, and 25.4-25.5cm from the distal tip. The etfe coating was intact at the inner coil was not exposed at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.7-12.0cm from the distal tip. The etfe coating was intact at the inner coil was exposed at this location. External insulation abrasion was noted at 42.5-45.1cm from the distal tip. Internal insulation abrasion was noted at 13.0-14.9cm and under the svc shock coil at 18.2-18.4cm and 19.0-19.2cm from the distal tip. The re cable etfe coating was abraded at these location. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise.

Event description:
It was reported that patient presented to clinic for routine follow up and noise was observed on the rv lead. Lead replacement was discussed. Patient later presented for lead replacement. The lead was explanted and replaced. Patient was stable before, during and post procedure.